Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrovideoscope has a metal stint stuck in the biopsy channel. The issue occurred during set up. There was no patient harm, no injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was not established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrovideoscope has a metal stint stuck in the biopsy channel. The issue occurred during set up. There was no patient harm, no injury reported due to the event.